Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away. No further information was available.

Manufacturer narrative:
(B)(4). Concomitant medical products: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead, 50cm. Model: sc-3138-25, serial/lot: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient passed away. No further information was available.